Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead was operating in high output mode. An appropriate threshold could not be found during threshold testing. Fluoroscopy revealed that the lead had dislodged and retracted into the sub-clavian vein. The lead was removed and replaced.